Event description:
A (B)(6), male pt, contacted zoll customer support to report that his battery packs would not charge. The pt was issued two replacement battery packs.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery packs. The pt received two replacement (B)(4).